Manufacturer narrative:
(B)(4). This complaint for a damaged cassette was not confirmed and the root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
A customer contact baxter (B)(6), regarding an issue with a homechoice (hc) machine. During troubleshooting, the home patient (hp) stated that the membrane on the cassette was broken. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. A baxter representative contacted the hp in regards to the reported event on (B)(6) 2012. The hp stated that the cassettes were loaded into the hc machine and lasted until prime, when they had to be changed. The hp also stated that the membrane appeared to have been cleanly peeled back.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was not returned to baxter, therefore, no sample evaluation could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.